Event description:
It was reported that during the adhesiolysis of adhesion procedure, it was reported by surgeons the harmonic made a error tone, instrument error sign showed up on generator. The case was completed with a new instrument. No pt consequence.